Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. Incorrect angle of device during needle plunger deployment. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, a needle to cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Reportedly, it was believed that the needle plunger was deployed at a 75 degree angle with movement that may have contributed to the needle to cuff miss. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Event description:
Approximately seven months post index procedure, the patient developed unstable angina. The patient's coronary artery disease was worsening and a cardiac catheterization showed severe in-stent restenosis in the proximal left anterior descending artery. The restenosis was treated with a drug eluting stent. The patient was enrolled in the (B)(4) study with stable angina pectoris and a positive function test for ischemia. The patient had a target lesion in the proximal left anterior descending artery and a non-target lesion in the mid left anterior descending artery. The target lesion had 80% stenosis, was type c, de novo and 30mm in length. The vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted, at 18atm, followed by a 3.0 x 23mm cypher stent, implanted at 16atm. The stents were overlapping. The non target lesion in the mid left anterior descending artery was de novo and 15mm in length. The vessel was 2.75mm in diameter. A 2.75 x 18mm xience stent was implanted at 12atm.